Event description:
The pump was returned for investigation. Investigation revealed that a failed printed circuit board component was causing call service alarms. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the black box indicated several call service alarms had occurred. During investigation, the pump was powered on and the pump immediately emitted a call service alarm. The pump case was opened to inspect the circuit boards, revealing that a failed printed circuit board component was the cause of the call service alarms. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).